Event description:
It was reported that the apix table needed to be re-calibrated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer to re-calibrated the table. A follow up report will be filed when additional details become available.